Event description:
It was reported that during a ptca/stenting treatment procedure, the tip of the choice pt 300 cm guidewire fractured off and remains in the pt's body. The choice pt guidewire was delivered into the circumflex (cx) and obtuse marginal branch (om) coronary arteries. An unspecified type of stent was deployed in the cx and the tip of the wire came from behind the stent. As the physician attempted to pull the guidewire from behind the deployed stent, the tip of thw wire broke off. No snare was attempted and there were no pt complications due to this event.